Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, multiple broken elements were noted in the ultrasound image. Additionally, as noted dents and cuts were noted on the probe unit, compromising its rigidity and possibly affecting the ultrasound image. The light guide cover's adhesive was peeling and distal end insulation was inconsistent due to a crack. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope because it was presenting a shadow in the image during a diagnostic procedure. During evaluation, dents and cuts were noted on the probe unit, compromising its rigidity. This report is being submitted to capture the damaged probe unit. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This reported contains additional information received from the initial reporter. The investigation is ongoing. Should further information be provided, another supplemental report will be provided.

Event description:
Additional information was received on 9/9/21 stating that this occurred during a diagnostic procedure. The procedure was successfully completed after the scope was changed out for another. And the initial reporter is a nurse there at the facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ based on the results of the investigation as well as the condition of the device, it is believed that applied stress caused the reported failure. If external force was applied to the distal end during handling, the acoustic lens surface would have sustained damage. Olympus will continue to monitor the field performance of this device.